Manufacturer narrative:
Baxter's product surveillance department reviewed proper procedure with the home patient.

Event description:
A customer contacted baxter's technical service center regarding for assistance. The home patient disconnected the heater bag and put the final bag on the heater line. A follow-up call was placed to the home patient on september 25, 2006. The home patient stated he mixed-up the lines and realized his mistake when he spike a new supply bag with the heater line. No patient injury or medical intervention was associated with this report per the home patient.